Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision due to high pacing lead impedance and capture threshold. During the procedure, the atrial lead was also removed and replaced. The atrial lead did not exhibit any electrical anomalies. The patient developed a pericardial effusion during the procedure and had to be intubated. Pericardiocentesis was performed, and the patient was stable post re-implant.

Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision due to high pacing lead impedance and capture threshold. During the procedure, the atrial lead was also removed and replaced. The atrial lead did not exhibit any electrical anomalies. It was noted the patient had a perforation and developed a pericardial effusion during the procedure and had to be intubated. Pericardiocentesis was performed, and the patient was stable post re-implant.